Event description:
The manufacturer received information alleging a trilogy ev300 device failed preliminary system test active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device by the field service engineer (fse) documented the failure of the aecm (proportional valve) and the 3-way valve which resulted in inaccurate readings that caused the device to fail testing. Replacing these components resolved the issue. All work was performed in accordance with the ev300 manual, revision 4, as a reference guide. System final test pass and the unit was successfully return for customer to use.